Event description:
The extension carrier broke off in the pt's neck while tunneling the extensions to the lead site. The hcp had to make an incision to remove it. The pt was ok. Reference mfg. Report # 3007566237201009729 for initial report. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).